Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative laparoscopic cholecystectomy, three biological clips were used: two for cystic ducts, and one for cystic artery. The patient was discharged and admitted again 20 plus days for sudden abdominal pain for 2 plus hours. A color doppler ultrasound indicated an abnormal image of right lower quadrant; appendix perforation to be drained, and a small amount of fluid in the abdominal cavity. The patient was transferred to general surgery for laparoscopic exploration appendectomy. During the surgery, the appendix was about 6 centimeter long and 0.8 centimeter in diameter. The congestion and edema were obvious, and about 150ml. Of golden yellow liquid could be seen in the abdominal cavity and pelvis. The hepatobiliary surgery was consulted and the two biological clips at the cystic duct were found to be broken by exploring the triangular region of the gallbladder. It was clamped again, and the abdominal cavity and pelvic cavity were rinsed until the rinsing solution was clear. One drainage tube was placed under the liver and one in the pelvic cavity. The patient was currently recovering and had not been discharged from the hospital.

Event description:
According to the reporter, on post operative laparoscopic cholecystectomy, three biological clips were used: two for cystic ducts, and one for cystic artery. The patient was discharged and admitted again 20 plus days for sudden abdominal pain for 2 plus hours. A color doppler ultrasound indicated an abnormal image of right lower quadrant; appendix perforation to be drained, and a small amount of fluid in the abdominal cavity. The patient was transferred to general surgery for laparoscopic exploration appendectomy. During the surgery, the appendix was about 6 centimeter long and 0.8 centimeter in diameter. The congestion and edema were obvious, and about 150ml. Of golden yellow liquid could be seen in the abdominal cavity and pelvis. The hepatobiliary surgery was consulted and the two biological clips at the cystic duct were found to be broken by exploring the triangular region of the gallbladder. It was clamped again, and the abdominal cavity and pelvic cavity were rinsed until the rinsing solution was clear. One drainage tube was placed under the liver and one in the pelvic cavity. The patient was currently recovering and had not been discharged from the hospital. Additional information received that the patient is in good condition. Had discharged. 20+ days after the patient was discharged from the hospital, the patient was re-admitted to the hospital and found that the absorbable clip had burst open at the position where it was clamped. The doctor would be told that the patient after the surgery should try to avoid some physical external force and touch the place where the clip was closed.

Manufacturer narrative:
Additional information: b5, e1 (prefix, last name, phone number), e2, e3, g2, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.